Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous iliac to superficial femoral artery. A 1.5mm x 20mm x 143cm balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.